Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g codes.

Event description:
It was reported that the pump module had free flow event. Customer reports the device had a "broken platen" however event was also "user error". It was reported the patient "coded" and passed away 10 days later. Although multiple attempts have been made, the customer has not provided any additional information at the time the event was first reported to bd. Bd has learned additional information. It was reported to bd representatives during their site visit on 12 june 2024 the hospital is "going to be doing a peer review of the incident and the nurse involved in the incident." Per customer (director of nursing ICU, imc & telemetry), "three total bags of heparin were hung by a new night shift nurse during the incident." Each bag of heparin was pulled from the automated medication dispensing cabinet and "was co-signed by a different rn colleague each time the nurse hung a new bag of heparin". In the moment, the new nurse reportedly "thought that she had possibly spiked through the 1st heparin bag and that was why the bag emptied so quickly, even though she did not notice any fluid on the floor". The nurse proceeded to go to the automated medication dispensing cabinet and grabbed another bag of heparin with a different rn colleague who co-signed the medication, and the nurse then hung the 2nd bag of heparin. The nurse was then alerted that the 2nd bag of heparin was empty, so she started a 3rd bag of heparin. The nurse then verified the 3rd bag of heparin with the physician assistant on the unit but reportedly did not complete any documentation in the electronic medical record. The physician assistant was alerted immediately after the 3rd bag of heparin was empty and then the attending md was alerted. Pharmacy was consulted along with poison control. The alaris device was removed from the patient room, the device was put to the side. The following feedback were discussed: had discussions with pharmacy regarding why the nurse was able to obtain multiple bags of heparin with the timing being so close together between dosages. It was reported that the "new night shift nurse involved in the incident was very busy that night." It was reported that ¿there was a crack noted on another door hinge the day before the instance of the over infusion of heparin occurred. That device was tagged and sent to clinical engineering.¿ bd has learned additional information from the customer. It was reported that the event occurred on 21 may 2024 at 0027. Heparin drip (25,000 units/500ml) was hung to infuse via IV pump. The rn reportedly had another rn witnessed and co-signed the initiation of medication, rate was 12unit/kg/hr., and it was programmed using guardrails drug library. The rn reported that at 0217, the pump had alarmed that the bag was "empty". The rn noticed that there were drips on the outside of the bag and assumed that "she had spiked through the bag". A second bag of heparin was initiated, the rn had another rn co-signed (a different rn from the first time) and witnessed the start of the second bag infusion. At approximately 0500, the rn was alerted that the bag was empty. The rn then started a third bag of heparin. The rn verified with the physician assistant (pa) that the rate was correct on the pump. The rn did not complete the documentation in the ehr (electronic medication record) of the starting of the third bag. At 0530 the rn noted that the entire heparin bag had infused. The rn immediately alerted the pa. The pa alerted the attending physician. Pharmacy was consulted and protamine (sulfate) was ordered based on the dose of 50,000 units due to the lack of documentation of the begin bag of the third bag. The rn confirmed that she did not change the pcu or module between bags. The pump was removed from use. It was found that the upper hinge on the internal door (platen) of the module was broken. Upon visual inspection the hinge reportedly "did not look broken". When the door was touched the hinge was unattached at the top hinge. The pump was sent to clinical engineering. Upon testing it was noted that the pump looked to appear to drip at a normal rate and then flowed freely in a steady consistent flow intermittently between drips. The providers disclosed the event to family. The patient reportedly has medical history of cognitive disability. Bd has learned additional information from the customer. The patient was initially discharged from the hospital following the event. However the patient did pass away 10 days post event.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : describe event or problem, initial reporter first name. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of over infusion was confirmed during laboratory testing and attributed to a broken upper hinge post on the platen assembly. Inspection of the pump module observed the platen assembly broken at the upper hinge post. The performed one-hour timed rate accuracy test executed on the suspect pump module observed unregulated flow. After the observed broken platen assembly was replaced with a known good part, no further unregulated flow was observed. The facility reported the incident as occurring on (B)(6) 2024; however no infusion was observed on that day. A review of an infusion that matched the reported parameters was observed on (B)(6) 2024 and is summarized below. On (B)(6) 2024 at 12:27 am at 12:27 am, a remote IV for heparin (drug ID 428) was started with a rate of 16.58ml/h and a vtbi of 500ml. At 2:17 am, a remote IV was received /started for the same heparin (drug ID 428) infusion. At 3:39 am, the module was channeled off and the system powered off. At 4:56 am, the system was powered on, the previous infusion of heparin restored and started. At 6:00 am, the unit was channeled off and the system powers off. Root cause: the root cause of the reported over infusion of heparin was determined to be a broken upper hinge post on the platen assembly. The probable cause of the broken upper platen hinge post is suspected to be caused by a misuse event where the door is forcefully closed with an external object lodged between the platen and bezel or the device was mishandled (i.e dropped). This can cause these components to experience excessive forces and crack or break.

Event description:
It was reported that the pump module had free flow event. Customer reports the device had a "broken platen" however event was also "user error". It was reported the patient "coded" and passed away 10 days later. Although multiple attempts have been made, the customer has not provided any additional information at the time the event was first reported to bd. Bd has learned additional information. It was reported to bd representatives during their site visit on 12 june 2024 the hospital is "going to be doing a peer review of the incident and the nurse involved in the incident." Per customer (director of nursing ICU, imc & telemetry), "three total bags of heparin were hung by a new night shift nurse during the incident." Each bag of heparin was pulled from the automated medication dispensing cabinet and "was co-signed by a different rn colleague each time the nurse hung a new bag of heparin". In the moment, the new nurse reportedly "thought that she had possibly spiked through the 1st heparin bag and that was why the bag emptied so quickly, even though she did not notice any fluid on the floor". The nurse proceeded to go to the automated medication dispensing cabinet and grabbed another bag of heparin with a different rn colleague who co-signed the medication, and the nurse then hung the 2nd bag of heparin. The nurse was then alerted that the 2nd bag of heparin was empty, so she started a 3rd bag of heparin. The nurse then verified the 3rd bag of heparin with the physician assistant on the unit but reportedly did not complete any documentation in the electronic medical record. The physician assistant was alerted immediately after the 3rd bag of heparin was empty and then the attending md was alerted. Pharmacy was consulted along with poison control. The alaris device was removed from the patient room, the device was put to the side. The following feedback were discussed: had discussions with pharmacy regarding why the nurse was able to obtain multiple bags of heparin with the timing being so close together between dosages. It was reported that the "new night shift nurse involved in the incident was very busy that night." It was reported that ¿there was a crack noted on another door hinge the day before the instance of the over infusion of heparin occurred. That device was tagged and sent to clinical engineering.¿ bd has learned additional information from the customer. It was reported that the event occurred on 21 may 2024 at 0027. Heparin drip (25,000 units/500ml) was hung to infuse via IV pump. The rn reportedly had another rn witnessed and co-signed the initiation of medication, rate was 12unit/kg/hr., and it was programmed using guardrails drug library. The rn reported that at 0217, the pump had alarmed that the bag was "empty". The rn noticed that there were drips on the outside of the bag and assumed that "she had spiked through the bag". A second bag of heparin was initiated, the rn had another rn co-signed (a different rn from the first time) and witnessed the start of the second bag infusion. At approximately 0500, the rn was alerted that the bag was empty. The rn then started a third bag of heparin. The rn verified with the physician assistant (pa) that the rate was correct on the pump. The rn did not complete the documentation in the ehr (electronic medication record) of the starting of the third bag. At 0530 the rn noted that the entire heparin bag had infused. The rn immediately alerted the pa. The pa alerted the attending physician. Pharmacy was consulted and protamine (sulfate) was ordered based on the dose of 50,000 units due to the lack of documentation of the begin bag of the third bag. The rn confirmed that she did not change the pcu or module between bags. The pump was removed from use. It was found that the upper hinge on the internal door (platen) of the module was broken. Upon visual inspection the hinge reportedly "did not look broken". When the door was touched the hinge was unattached at the top hinge. The pump was sent to clinical engineering. Upon testing it was noted that the pump looked to appear to drip at a normal rate and then flowed freely in a steady consistent flow intermittently between drips. The providers disclosed the event to family. The patient reportedly has medical history of cognitive disability. Bd has learned additional information from the customer. The patient was initially discharged from the hospital following the event. However the patient did pass away 10 days post event.

Event description:
It was reported that the pump module had free flow event. Customer reports the device had a "broken platen" however event was also "user error". It was reported the patient "coded" and passed away 10 days later. Although multiple attempts have been made, the customer has not provided any additional information.

Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339). Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, concomitant med prod data, imdrf annex a code.

Event description:
It was reported that the pump module had free flow event. Customer reports the device had a "broken platen" however event was also "user error". It was reported the patient "coded" and passed away 10 days later. Although multiple attempts have been made, the customer has not provided any additional information at the time the event was first reported to bd. Bd has learned additional information. It was reported to bd representatives during their site visit on 12 june 2024 the hospital is "going to be doing a peer review of the incident and the nurse involved in the incident." Per customer (director of nursing ICU, imc & telemetry), "three total bags of heparin were hung by a new night shift nurse during the incident." Each bag of heparin was pulled from the automated medication dispensing cabinet and "was co-signed by a different rn colleague each time the nurse hung a new bag of heparin". In the moment, the new nurse reportedly "thought that she had possibly spiked through the 1st heparin bag and that was why the bag emptied so quickly, even though she did not notice any fluid on the floor". The nurse proceeded to go to the automated medication dispensing cabinet and grabbed another bag of heparin with a different rn colleague who co-signed the medication, and the nurse then hung the 2nd bag of heparin. The nurse was then alerted that the 2nd bag of heparin was empty, so she started a 3rd bag of heparin. The nurse then verified the 3rd bag of heparin with the physician assistant on the unit but reportedly did not complete any documentation in the electronic medical record. The physician assistant was alerted immediately after the 3rd bag of heparin was empty and then the attending md was alerted. Pharmacy was consulted along with poison control. The alaris device was removed from the patient room, the device was put to the side. The following feedback were discussed: had discussions with pharmacy regarding why the nurse was able to obtain multiple bags of heparin with the timing being so close together between dosages. It was reported that the "new night shift nurse involved in the incident was very busy that night." It was reported that ¿there was a crack noted on another door hinge the day before the instance of the over infusion of heparin occurred. That device was tagged and sent to clinical engineering.¿ bd has learned additional information from the customer. It was reported that the event occurred on (B)(6) 2024 at 0027. Heparin drip (25,000 units/500ml) was hung to infuse via IV pump. The rn reportedly had another rn witnessed and co-signed the initiation of medication, rate was 12unit/kg/hr., and it was programmed using guardrails drug library. The rn reported that at 0217, the pump had alarmed that the bag was "empty". The rn noticed that there were drips on the outside of the bag and assumed that "she had spiked through the bag". A second bag of heparin was initiated, the rn had another rn co-signed (a different rn from the first time) and witnessed the start of the second bag infusion. At approximately 0500, the rn was alerted that the bag was empty. The rn then started a third bag of heparin. The rn verified with the physician assistant (pa) that the rate was correct on the pump. The rn did not complete the documentation in the ehr (electronic medication record) of the starting of the third bag. At 0530 the rn noted that the entire heparin bag had infused. The rn immediately alerted the pa. The pa alerted the attending physician. Pharmacy was consulted and protamine (sulfate) was ordered based on the dose of 50,000 units due to the lack of documentation of the begin bag of the third bag. The rn confirmed that she did not change the pcu or module between bags. The pump was removed from use. It was found that the upper hinge on the internal door (platen) of the module was broken. Upon visual inspection the hinge reportedly "did not look broken". When the door was touched the hinge was unattached at the top hinge. The pump was sent to clinical engineering. Upon testing it was noted that the pump looked to appear to drip at a normal rate and then flowed freely in a steady consistent flow intermittently between drips. The providers disclosed the event to family. The patient reportedly has medical history of cognitive disability.

Event description:
It was reported that the pump module had free flow event. Customer reports the device had a "broken platen" however event was also "user error". It was reported the patient "coded" and passed away 10 days later. Although multiple attempts have been made, the customer has not provided any additional information at the time the event was first reported to bd. Bd has learned additional information. It was reported to bd representatives during their site visit on 12 june 2024 the hospital is "going to be doing a peer review of the incident and the nurse involved in the incident." Per customer (director of nursing ICU, imc & telemetry), "three total bags of heparin were hung by a new night shift nurse during the incident." Each bag of heparin was pulled from the automated medication dispensing cabinet and "was co-signed by a different rn colleague each time the nurse hung a new bag of heparin". In the moment, the new nurse reportedly "thought that she had possibly spiked through the 1st heparin bag and that was why the bag emptied so quickly, even though she did not notice any fluid on the floor". The nurse proceeded to go to the automated medication dispensing cabinet and grabbed another bag of heparin with a different rn colleague who co-signed the medication, and the nurse then hung the 2nd bag of heparin. The nurse was then alerted that the 2nd bag of heparin was empty, so she started a 3rd bag of heparin. The nurse then verified the 3rd bag of heparin with the physician assistant on the unit but reportedly did not complete any documentation in the electronic medical record. The physician assistant was alerted immediately after the 3rd bag of heparin was empty and then the attending md was alerted. Pharmacy was consulted along with poison control. The alaris device was removed from the patient room, the device was put to the side. The following feedback were discussed: - had discussions with pharmacy regarding why the nurse was able to obtain multiple bags of heparin with the timing being so close together between dosages. - it was reported that the "new night shift nurse involved in the incident was very busy that night." - it was reported that ¿there was a crack noted on another door hinge the day before the instance of the over infusion of heparin occurred. That device was tagged and sent to clinical engineering.¿ bd has learned additional information from the customer. It was reported that the event occurred on 21 may 2024 at 0027. Heparin drip (25,000 units/500ml) was hung to infuse via IV pump. The rn reportedly had another rn witnessed and co-signed the initiation of medication, rate was 12unit/kg/hr., and it was programmed using guardrails drug library. The rn reported that at 0217, the pump had alarmed that the bag was "empty". The rn noticed that there were drips on the outside of the bag and assumed that "she had spiked through the bag". A second bag of heparin was initiated, the rn had another rn co-signed (a different rn from the first time) and witnessed the start of the second bag infusion. At approximately 0500, the rn was alerted that the bag was empty. The rn then started a third bag of heparin. The rn verified with the physician assistant (pa) that the rate was correct on the pump. The rn did not complete the documentation in the ehr (electronic medication record) of the starting of the third bag. At 0530 the rn noted that the entire heparin bag had infused. The rn immediately alerted the pa. The pa alerted the attending physician. Pharmacy was consulted and protamine (sulfate) was ordered based on the dose of 50,000 units due to the lack of documentation of the begin bag of the third bag. The rn confirmed that she did not change the pcu or module between bags. The pump was removed from use. It was found that the upper hinge on the internal door (platen) of the module was broken. Upon visual inspection the hinge reportedly "did not look broken". When the door was touched the hinge was unattached at the top hinge. The pump was sent to clinical engineering. Upon testing it was noted that the pump looked to appear to drip at a normal rate and then flowed freely in a steady consistent flow intermittently between drips. The providers disclosed the event to family. The patient reportedly has medical history of cognitive disability. Bd has learned additional information from the customer. The patient was initially discharged from the hospital following the event. However the patient did pass away 10 days post event.

Manufacturer narrative:
The actual date of death is unknown. Additional information: imdrf annex a,g,c,d codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Note that this report lists imdrf annex a230502, a0406, g0405206, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.